Manufacturer narrative:
Concomitant products: product ID: 3889-33, lot# va08wu3, implanted: (B)(6) 2013, product type: lead. Product ID: 3889-33, lot# va062d8, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's device (lead) eroding through the skin and the device had not been working for the patient. Multiple reprogramming's had been performed. The patient was scheduled to have entire device removed on (B)(6). The patient status at the time of the report was alive with injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.